Event description:
Patient underwent interventional radiology procedure for thrombosed av,arterial venous graft. A fogarty catheter was used. During traction on the catheter, the catheter broke. The patient was brought to the o.r.,operating room, for exploration and removal of the retained catheter fragment. The patient was stable after the procedure.